Event description:
It was reported that the patient presented to the hospital 'obtunded'. Healthcare provider (hcp) couldn't get any information from her and the pump doctor couldn't be reached either. Hcp had no information on the drug infused via the device. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Catheter model: 8709, serial# (B)(4), implanted: 2004 (B)(6), (B)(4).